Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-02293. It was reported via (B)(4) that the patient experienced chest pain and stent migration occurred. The 16 mm to 18 mm in length target lesion was located in the left iliac artery. A 20 mm x 40 mm wallstent was deployed to treat the lesion and then a 20 x 55/10fr 75 cm wallstent® endoprosthesis was also deployed more proximally. Intravascular ultrasound was performed and everything looks good and well apposed. The procedure was completed and the patient was discharged home. Three days after, the patient presented to the emergency department (ed) with chest pain and had st-segment elevation myocardial infarction (stemi). During examination it was noted that the 20 x 55/10fr 75 cm wallstent had migrated up to the inferior vena cava into the superior vena cava, part to the right atrium, part to the right ventricle through the septal wall and took out the right coronary artery and tricuspid valve. The patient was brought immediately to surgery. The stent was removed, the tricuspid valve was replaced, and bypass to the right coronary artery was performed. The patient is scheduled to come back to address the patient's iliac issue and more stents would be implanted in the patient's iliac vein. No further patient complications were reported.